Event description:
It was reported that there was a "missfunction" of the lead. A patient alert was heard. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, the defibrillator conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), the outer tubing was torn, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The right ventricular coil is stretched at 58 cm, the superior vena cava (svc) coil is stretched at 40.5 cm, both explant damage, the svc exposed coil is distorted at 44 cm and there is a bilumen tubing void (non-electrical) at 57.8 cm.